Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had experienced a ghost pocket. A technical support specialist (tss) dialed into the med es application server and navigated to the settings menu. Using the knowledge article medes: resend pocket messages (load, unload, count, etc.), the tss selected the "resends messages" option and chose "load messages for all loaded storage spaces. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es ghost pocket occurred, and medication was unavailable due to the refill not being triggered. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.